Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was unknown. Customer was assisted for troubleshooting and display did not return. The product will return for the analysis.